Event description:
During service by baxter, the infusion pump was found to contain an intermittent stop button on the pump head module keypad. No pt injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Eval summary: during service by baxter, the infusion pump was found to contain an intermittent stop button on the pump head module keypad. This condition was confirmed during product evaluation. The defective pump head module keypad was replaced to fix the problem. This was a loaner pump that will remain at baxter. This issue is being investigated.